Event description:
It was reported that the text on the bottom of the device's display is blocked and cannot be read. The black border around the display has shifted. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The display lens assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and observed that the lower foam tape on the display lens had shifted upward. The cause of the reported failure was determined to be the misalignment of the foam tape.